Manufacturer narrative:
Argus case (B)(4).

Event description:
Suicide attempt [suicide attempt]. Adverse event [adverse event]. Case description: this case was reported by a other health professional via other manufacturer and described the occurrence of suicide attempt in a (B)(6)-year-old female patient who received denture cleanser (japanese polident for partials (polident for partials with taed)) tablet for an unknown indication. On an unknown date, the patient started japanese polident for partials (polident for partials with taed) (oral) at an unknown dose and frequency. On an unknown date, an unknown time after starting japanese polident for partials (polident for partials with taed), the patient experienced suicide attempt (serious criteria gsk medically significant), adverse event and intentional product misuse. The action taken with japanese polident for partials (polident for partials with taed) was unknown. On an unknown date, the outcome of the suicide attempt, adverse event and intentional product misuse were unknown. It was unknown if the reporter considered the suicide attempt and adverse event to be related to japanese polident for partials (polident for partials with taed). [Additional information] on an unknown date, the patient intentionally (suicide attempt) ingested solution of japanese polident for partials (polident for partials with taed) orally. She had some symptom(s). No further information is expected.